Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-feb-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was alleged that the user was unable to login to the station, and it displayed an error message "unauthorize user". A technical support specialist confirmed that the hospital information technology team resolved the issue. The system functioned as intended.

Event description:
It was reported that when using the bd pyxis¿ es server, all users were unable to log in to the station. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.